Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿monitor is turned off after some time of turning on the power¿ was confirmed, however, the root cause could not be identified. It was recommended to ensure proper power condition at site (proper grounding and no voltage fluctuation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus field service engineer, that the high definition lcd monitor did not power up. The issue occurred during a therapeutic laparoscopy and it was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that device turned off after being turned on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.